Manufacturer narrative:
Additional/updated information was added to reflect the hi-lo motor being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the expanded evaluation report, a section of the mounting slot was missing, confirming the issue of a broken motor mount. Additionally, the drive screw was bent. As to whether the mount breakage precluded or resulted from the bent drive screw could not be determined from the available information.

Event description:
The motor mount on the hilo motor broke causing the bed to drop.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The motor mount on the hilo motor broke causing the bed to drop.